Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # 617147. One sample received at the investigation site in used conditions without its original packaging. Visual inspection performed and detected a broken base on the sample. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause is the product became damaged after leaving the manufacturing facility. No information has been received to date.

Event description:
It was reported that the device leaked during infusion. No patient injury was reported.